Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event. A batch review was conducted for potentially associated lot numbers h12i22019 and no exceptions were observed that were related to the reported condition.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report, with supplemental information provided by a nurse, in the USA. This report is of an ill and weak patient, with peritonitis coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient was ill and felt weak. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis. Though the cause of the peritonitis was unknown, the patient was retrained on proper aseptic technique. The treatment for the peritonitis included vancomycin and cefazolin. On (B)(6) 2012, the patient was discharged from the hospital. Antibiotic therapy was ongoing. At the time of this report, the patient was recovering from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.